Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (500 mcg/ml at 41.03 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient¿s previous pump and catheter were explanted due to infection. The explant date was unknown and both devices were discarded as the company representative was not made aware of this until today, where a new pump and catheter were implanted. There were no known external factors and no diagnostics/troubleshooting were performed. The issue was resolved and the patient was without injury at the time of the report. The patient's weight and medical history were asked but unknown.